Event description:
The customer contacted physio-control to report that their device has startup and display failures. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The service agent replaced the device's user interface pcb assembly, system pcb assembly, and w18 ui flex cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control determined that the cause of the reported issue was due to the user interface pcb assembly.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device has startup and display failures. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.